Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
It was reported that the patient's device was electively explanted (date not reported) due to non-use.

Manufacturer narrative:
This report is submitted on november 9, 2020.